Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an endocarditis with possible seeding from a bacterial superinfection of influenza. It was noted that blood cultures were taken, and the results were positive. The cardiac resynchronization therapy defibrillator (crt-d) was removed. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) system was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the organism identified was (B)(6).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that patient also had influenza a and the organism identified as a high grade (B)(6). It was noted that antibiotics was administered.